Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), heavy menstrual bleeding ("heavy periods/ blood clot"), back pain ("back pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), depression ("diagnosed with depression"), anxiety ("anxiety"), anaemia ("anemia") and onychoclasis ("brittle nails") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed/ uterus and cervix removed) and non-drug therapy (iron transfusion). At the time of the report, the outcomes for abdominal pain, weight increased, heavy menstrual bleeding, back pain, fatigue, depression, anxiety and anaemia were unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, fatigue, feeling abnormal, heavy menstrual bleeding, onychoclasis and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), heavy menstrual bleeding ("heavy periods/ blood clot"), back pain ("back pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), depression ("diagnosed with depression"), anxiety ("anxiety"), anaemia ("anemia") and onychoclasis ("brittle nails") and was found to have weight increased ("weight gain"). The patient was treated with iron transfusion and surgery (essure removed/ uterus and cervix removed). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, weight increased, heavy menstrual bleeding, back pain, fatigue, depression, anxiety and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, fatigue, feeling abnormal, heavy menstrual bleeding, onychoclasis and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("foreign body in uterus") and abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of leiomyoma, paratubal cyst, menorrhagia, depressive disorder, hypothyroidism, anxiety, anemia and morbid obesity. Previously administered products included: levothyroxine and escitalopram oxalate. Concomitant products included zyrtec [cetirizine hydrochloride], escitalopram oxalate and levothyroxine. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device expulsion (seriousness criterion intervention required), abdominal pain (seriousness criteria hospitalisation and intervention required), heavy menstrual bleeding ("heavy periods/ blood clot"), back pain ("back pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), depression ("diagnosed with depression"), anxiety ("anxiety"), anaemia ("anemia") and onychoclasis ("brittle nails") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, bilateral salpingectomy and essure removed/ uterus and cervix removed) and non-drug therapy (iron transfusion). At the time of the report, the outcomes for device expulsion, abdominal pain, weight increased, heavy menstrual bleeding, back pain, fatigue, depression, anxiety and anaemia were unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, device expulsion, fatigue, feeling abnormal, heavy menstrual bleeding, onychoclasis and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: medical records received. Reporter information, patient aka name, medical history, event: foreign body in uterus added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("foreign body in uterus") and abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of leiomyoma, paratubal cyst, menorrhagia, depressive disorder, hypothyroidism, anxiety, anemia and morbid obesity. Previously administered products included: levothyroxine and escitalopram oxalate. Concomitant products included zyrtec [cetirizine hydrochloride], escitalopram oxalate and levothyroxine. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device expulsion (seriousness criterion intervention required), abdominal pain (seriousness criteria hospitalisation and intervention required), heavy menstrual bleeding ("heavy periods/ blood clot"), back pain ("back pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), depression ("diagnosed with depression"), anxiety ("anxiety"), anaemia ("anemia") and onychoclasis ("brittle nails") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, bilateral salpingectomy and essure removed/ uterus and cervix removed) and non-drug therapy (iron transfusion). At the time of the report, the outcomes for device expulsion, abdominal pain, weight increased, heavy menstrual bleeding, back pain, fatigue, depression, anxiety and anaemia were unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, device expulsion, fatigue, feeling abnormal, heavy menstrual bleeding, onychoclasis and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.